Manufacturer narrative:
Cmpl (B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient experienced a sensor error which occurred the same day the sensor had been inserted in the arm. On (B)(6)2024, since morning, the cgm reading was over 300 mg/dl and experiencing sensor errors. Based on the cgm readings the pump was providing insulin to the patient. Around 3:45 pm, the patient experienced severe and pounding headache and her family member called an ambulance and the cgm reading was low. They arrive around almost 4:00 pm, with 2 paramedics and 1 police officer. They didn´t took a bg reading and immediately treated the patient with IV glucose. After that they waited for a couple minutes and the cgm reading was still around 80 mg/dl. So, they took a bg reading which was 300 mg/dl. Around 4:20 pm the paramedics left the house. The patient recovered and is doing well. Of note the patient was not taken to the hospital. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the c zone of the parkes error grid. No additional patient or event information is available.